Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Cable assembly connector pins broken.

Event description:
It was reported that there was a broken connector pin on the ac adaptor. It was also noted that the patient's implantable neurostimulator (ins) was dead. There was no reported patient harm in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.